Event description:
Consumer alleges his humidifier caught on fire and damaged his carpeting. There was not a report of personal injury with this incident.

Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident. (B)(4).

Event description:
Consumer alleges his humidifier caught on fire and damaged his carpeting. There was not a report of personal injury with this incident.